Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 17 mmol/l. Customer advised they went to dinner and their sugar glucose continued to drop all the way down to 3 mmol/l. Customer's blood glucose and sugar glucose had a large difference. Customer advised during calibration there was an error and it was not accepted. Customer advised after the calibration error there was a change sensor alert. Troubleshooting for the change sensor alert was performed. Customer advised the change sensor alert did occur after the 2nd consecutive calibration error. Customer was advised to remove and change out the sensor. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.